Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in (B)(6) 2020, the patient started noticing an uncomfortable sensation in the middle of their back where the leads are located. The patient mentioned they were in a motor vehicle accident (mva) in (B)(6) 2019 but x-rays were performed in (B)(6) 2020 and confirmed that the leads had not moved. The rep met with the patient on (B)(6) 2020 and tested impedances. High impedances (>40,000 ohms) were found on contracts 3 and 6. The patient's programming was using contact 6, so the rep reprogrammed to not use that lead, and the sensation went away. The patient was pleased with the new programming. No surgical intervention will be performed at this time as the issue was reported to be resolved.